Event description:
Patient post study completion was seen and scheduled for revision surgery, due to lysis. Patient was revised by a surgeon other than the initial study surgeon. Additional information: in 2009, the patient underwent a revision of left total hip arthroplasty with exchange of polyethylene liner, removal of screws from the acetabular component, testing of the acetabular component, and debridement of osteolysis in the greater trochanter.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer, as the patient was revised by a surgeon other than the initial study surgeon. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.